Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the pump was not returned for investigation. Data log was not provided or could not be retrieved from the remote server. Product damage (tubing split/cut): according to the clinical details, the pump catheter was accidentally cut by the nurse, and the pump was later replaced. The cause of the tubing split/cut was most likely user error, specifically, accidental cutting of the purge line by clinical staff during routine care in the intensive care unit (ICU). Purge pressure low: data log was not provided to verify the purge parameter trend during the field run. The cause of the purge pressure low was most likely user error, specifically, accidental cutting of the purge line by clinical staff during routine care in the ICU. Clinical symptom (ischemia): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Clinical details: (B)(6) 2025: impella cp c8 implanted via femoral artery. The purge line on the pump catheter side was accidentally cut by the nurse (on the kk pump catheter side). After the line was cut, purge pressure dropped and an alarm was issued indicating a purge system failure, but there was no abnormality in the equipment itself. According to the doctor's comments, the pump continued to operate normally, so there was no causal relationship between the equipment and the event. The purge line on the pump side was replaced in the ICU. Additional information (29-sep-2025): the cut location was confirmed to be on the purge line in the purge side arm (see attached screenshot). Additional information (10-oct-2025): no plans to return the product. The patient's health continued to decline, and they developed acute cerebrospinal fluid accumulation/ischemia. (B)(6) 2025: pump explant day. Device history review the pump passed all post sterile inspection checks.

Event description:
It was reported that the impella cp purge line on the pump side was accidentally cut, so it was replaced. The patient developed a build up of cerebrospinal fluid accumulation and ischemia. The decision was made to withdraw care and the patient expired.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.